Event description:
It was reported that during the reprogramming session, the patient was shocked with an intense level of stimulation and had high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-70; serial: (B)(4); batch: 14312372.